Event description:
The customer called to report being hospitalized with blood glucose levels below 20 mg/dl. The customer stated that prior to the event, he had not delivered any boluses after 1:00 pm. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not connected to the infusion set during the prime or rewind. Found that the customer may have just given himself too much insulin. Nothing further was reported.

Manufacturer narrative:
The report received from the (B) (4) study indicated that during the implantation of a cypher stent, a type b dissection occurred. Additionally, the patient experienced restenosis approximately five months post index procedure. Medical history that may have increased this patient¿s risk for mace include family history of coronary artery disease, stable angina pectoris and hypertension. Pci was conducted in a bifurcated type c lesion with 95% stenosis in the mid lad and first diagonal branch. The lesion in the first diagonal was 8mm in length with a reference vessel diameter of 2.3mm. A cypher 3.0 x 23 mm stent was successfully implanted by direct stenting in the mid lad and a cypher 2.25 x 8 mm stent was next implanted at 12 atmospheres in the proximal first diagonal branch. A proximal stent edge type b dissection in the first diagonal branch was noted post implantation and another cypher 2.25x8mm was implanted proximally and overlapping the other stent to treat the dissection successfully. Approximately five and one-half (5 ½) months after the index procedure, the patient experienced class iii recurrent angina. A coronary angiography and ivus revealed 80% restenosis in the mid left anterior descending (lad) cypher 3.0 x 23 mm stent. The restenosis was treated by implantation of an additional drug eluting stent (des). (B) (4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15016281 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Based on the information available, there are possible patient, vessel characteristics and procedural factors that may have contributed to this event. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00106 and #3003742446-2010-00107.

Manufacturer narrative:
The mid lad target lesion (tl #1-target lesion #1) was reported to be: de novo, 3.0 mm reference diameter, 18 mm length, mid, mildly calcified, mildly tortuous, a 95% stenosis, a bifurcation lesion, and type c. The lesion was not pre-dilated. A cypher 3.0 x 23 mm stent was implanted in the target lesion via direct stenting. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. There were no reported device issues or complications reported during treatment of this lesion.the first diagonal target lesion (tl#2) was reported to be: de novo, a 90% stenosis, proximal, 2.3 mm reference diameter, 8 mm length, mildly calcified, moderately tortuous, a bifurcation lesion, and type c. The lesion was pre-dilated as planned with a 2.0 x 15 mm balloon catheter at 8 atm. A cypher 2.25 x 8 mm stent was implanted at 12 atm. A type b dissection occurred and was treated by implantation proximally of an additional cypher 2.25 x 8 mm stent at 14 atm in overlapping fashion. The residual stenosis was 0%. The flow pre and post-procedure was timi 3.the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.this is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00106 and #3003742446-2010-00107.

Event description:
The report received from the (B) (4) study indicated that the patient was enrolled in the study and was found to have two vessel disease and had two lesions treated during the study index procedure. The patient had a cypher 3.0 x 23 mm stent successfully implanted in the mid left anterior descending (lad) target lesion during the index procedure. Also during the index procedure, the patient experienced a proximal stent edge type b dissection in the first diagonal branch while implanting a cypher 2.25 x 8 mm stent. This dissection was treated by implantation of a second/additional cypher 2.25 x 8 mm stent. Approximately five and one-half (5 ½) months after the index procedure, the patient experienced class three recurrent angina. Sca, ivus, and coronary angiography indicated the patient had an 80% restenosis in the mid left anterior descending (lad) cypher 3.0 x 23 mm stent. The restenosis was treated by implantation of an additional drug eluting stent (des). There was no reported patient injury.